Event description:
Band slipped in 2013 though surgeon states this should have been nearly impossible. Caused severe malnutrition and weight loss - approx 100 pounds in 1 year. Had to have surgery to unhook band which insurance did not cover though it was life / death decision. FDA safety report ID# (B)(4).